Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. It was also reported that the insulin gauge was inaccurate. The customer's blood glucose was 180 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. However, the alleged insulin gauge issue could not be verified.